Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports, "there was smoke coming out of the extension cord where the adc device was connected and then her device stopped working." It is unclear at this time if smoke was observed coming from the adc device itself, the adapter or charging cable. No further details are avaiable at this time. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for reader and sensor. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports, "there was smoke coming out of the extension cord where the adc device was connected and then her device stopped working." It is unclear at this time if smoke was observed coming from the adc device itself, the adapter or charging cable. No further details are avaiable at this time. There was no report of death, serious injury, or mistreatment associated with this event.